Event description:
A high blood glucose level of 508 mg/dl was reported. Cause was not known. The customer took corrective action by administering a correction bolus via the pump, and no additional assistance was needed or requested.